Event description:
A surgeon reported a pt with blurry intermediate vision following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported the event continues.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 11/16/2009 and 12/01/2009 by phone, fax, and mail. A completed questionnaire was rec'd on 11/20/2009. (B) (4). (B) (4). (B) (4).